Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During transeptal, the needle punctured through the roof of the left atrium and a cardiac tamponade occurred which required a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.